Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The stylet/guidewire was broken. The guidewire was damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the competitor guidewire stuck in lead. There appeared guidewire's hydrophilic coating buckle at the lead distal end causing the guidewire to stick in the lead lumen. When trying to pull the guidewire out of the lead, the guidewire's hydrophilic coating was damaged, the coil filars became distorted, and the guidewire to break. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the left ventricular (lv) lead, the guide wire became stuck in the lead body and could not be moved forward or removed. The lv lead was not implanted and a replacement lv lead was successfully implanted. No patient complications have been reported as a result of this event.